Event description:
It was reported that pump experienced malfunction alarm identified as malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared alarm without recurrence, and was advised to continue using pump and to call back if malfunction reappeared.